Event description:
This event was captured on review of the editorial comment of the article "preclosing large venous sheaths with perclose can facilitate advanced structural heart interventions." It was reported that the following clinical outcomes occurred: deep venous thrombosis and staphylococcus infection. Closure device was an unknown perclose. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation. This incident reported only patient effects with no allegation of a device issue and, as such, is not on its own an indication of a product deficiency. Reviews of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency. The article was published online on february 22, 2013. (B)(4).